Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a mastectomy, the device jaws would not open after dissecting fatty musculocutaneous tissue. The device handle was squeezed multiple times and still would not open. It was noted during use that fatty tissue particles built up within the jaws, and the device was wiped off before the issue occurred. Visual inspection of the device after the issue found that fatty tissue was stuck within the closed jaws. Another device was used to continue the procedure. No patient injury occurred and no medical intervention required.

Manufacturer narrative:
(B)(4). Date of initial report: 02/01/2016. Date of follow-up report: 03/11/2016. One used lf4318 ligasure device was received, and evaluation of the returned sample could not confirm the reported complaint. Visual inspection of the used device found no defects. Mechanical testing confirmed that the jaws opened and closed normally using the handle. The knife also extended and retracted smoothly when the trigger was activated. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no irregularities, and no trend is associated with this issue.